Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12k09112 and h13b07048 and no exceptions were observed that were related to the reported condition. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 2 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was due to pneumatosis intestinalis. Treatment information was not reported. At the time of this report, the patient had not yet recovered from the event.